Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 24ga x 0.75in 0.7mm x 19mm experienced leakage during use. The following information was provided by the initial reporter: blood leakage at ext. Tubing was noticed during blood collection process.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7195070. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices. The high heat of this process is sufficient to result in the deformation of the septum, potentially sealing any openings that would allow the passage of fluid. H3 other text : see section h.10.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 24ga x 0.75in 0.7mm x 19mm experienced leakage during use. The following information was provided by the initial reporter: blood leakage at ext. Tubing was noticed during blood collection process.